Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The customer reviewed the logs and found no errors listed. Customer is going to speak with staff to review the steps of adjusting settings on the unit. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit was switching back to CPAP mode instead of staying in st during setup. The customer reported there was no patient involvement.